Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the issue resolved and the customer successfully resumed insulin delivery. Customer's blood glucose level was 270 mg/dl.